Event description:
Initial reported information also stated that the device was difficult to remove due to the foot not retracting.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported needle to cuff miss, guide break, inability to retract the foot and difficulty removing the device from the anatomy could not be determined. The reported patient effect of tissue damage and hemorrhage are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal angioplasty interventional procedure of the superficial femoral artery and popliteal artery. Reportedly, no suture was present when the plunger of the proglide device was removed. The proglide device was difficult to remove, the sheath would not come out and partially broke at the guide. The device was able to be pulled out of the anatomy; however, bleeding was noted due to possible laceration of the artery. Manual arterial compression was applied; however, arterial bleeding continued. Fluoroscopy confirmed there was no foreign body left in the body. The patient was sent the operating room. General anesthesia and antibiotics were administered and the patient was intubated. Left groin exploration and repair of the lcfa injury were performed. Hemostasis was achieved via a figure-of-eight suture. Doppler signals were checked in the groin and feet and were found to be present. The patient was extubated and is in stable condition. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.